Event description:
It was reported that the pt was implanted with the corp despite from his hearing levels being at the limit of the indication criteria. Unfortunately, the pt did not experience hearing improvement after implantation and stopped wearing the audio processor. Therefore the pt was explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.